Manufacturer narrative:
(B)(4). An actual sample was received for evaluation for the reported condition of a leak at the injection site. A visual examination of the sample revealed a kinky elastomer in the injection site which confirmed the reported condition. The root cause of this condition was attributed to an undetected process issue. The injection site used in this set is manufactured by an external supplier, and this malfunction was communicated to the manufacturer so they can perform a corrective action. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution set that had a leak at the injection site. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.